Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was not reported. On the same day as the event onset, the patient went to the hospital; however, it was not reported if the patient was admitted to the hospital for the event. The patient was treated with fortum (dose, route, frequency, and duration not reported) and cloxa (dose, route, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. The outcome and patient recovery status of the event were not reported. No additional information is available.